Manufacturer narrative:
Additional information received: adverse event term updated to - thrombotic in-stent restenosis left superficial femoral artery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure two impact admiral dcbs and an everflex entrust stent were used to treat the left superficial femoral proximal and superficial femoral middle vessels. During a revascularization procedure two impact admiral dcbs and an everflex entrust stent were used to treat the right superficial femoral proximal, superficial femoral middle and superficial femoral distal vessels. 18 months post index procedure two areas of in-stent stenosis were noted during angiogram and it was decide to proceed with intervention. Patient was treated with intervention of the left common femoral, superficial femoral proximal, superficial femoral middle, superficial femoral distal vessels with two impact 018 dcb. The patient is recovered. The investigator assessed the event as not related to device or procedure. The sponsor assessed the event as related to device and not related to the procedure or paclitaxel.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.